Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported fluid leaked near the drip chamber during an infusion of tpn. There is no report of patient involvement.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "noted tpn leaking at the drip chamber during infusion. Carefusion tubing model 10942011. This is the third event recorded at our hospital. Eight days prior to this event, carefusion reported back on events on model 11612593 from last year "that the root cause of their investigation was insufficient bonding solvent applied during the manufacturing and this has been escalated according to our quality process". There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked at the drip chamber was not confirmed. The set was visually inspected and no anomalies were observed. Bonding solvent was observed on the engagement of the tubing to the drip chamber. Functional and pressure testing resulted in fluid flowing freely without any leaks noted. The root cause of the customer¿s report was not identified.